Manufacturer narrative:
The customer's pre-analytical system from a different manufacturer (tla a3600) sent a sealed sample tube to the analyzer. The investigation determined the sealed sample tube was the root cause of the event. Correct pre-analytic sample handling is within the customer's responsibility. The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys hcg stat (hcg stat) on a cobas e801 module. The initial result was >10,000 u/l. After dilution, the result was < 20 u/l. The result of < 20 u/l was reported outside of the laboratory. Another result from the sample was 11,636 u/l. This result was believed to be correct. The hcg stat reagent lot number and expiration date were not provided.